Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. Log files indicated a critical battery level during the reported event. During testing, a single battery was not holding a sufficient charge. J7 pins 20 to 21 had 23vdc between them. Discovered a single cell measured 10vdc without load. Eight motion batteries were replaced, and the issue was resolved. Part return has been requested. No parts have been returned for evaluation. A full imaging system check-out was completed following part replacement and full system functionality was confirmed. No further issues were reported.

Event description:
A medtronic representative reported that the imaging system motion batteries were not holding a charge. This was discovered while the representative was performing fluoro and gain calibrations, and after the system had been charged overnight. No patient was involved with this issue. No further details were provided.